Manufacturer narrative:
Device returned to manufacturer: the tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed a kink located 172.5cm from the tip. The coating was peeled at the 172.5cm location. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The complaint of a signal/pressure issue was confirmed. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the modulation values were nonexistent. This wire showed a kink on the shaft which may contribute to the no modulation and the device not being recognized by the system. The pressure issues could not be functionally tested due to the no signal issue.

Event description:
Reportable based on analysis completed 27 june 2019. It was reported that pd pressure value issue occurred. A percutaneous coronary intervention was being performed. The 80% stenosed target lesion was located in the moderately tortuous, severely calcified right coronary artery. This comet pressure guidewire was selected, during the procedure the pd values do not match pa. The procedure was completed with another of the same device. However, device analysis revealed that the coating was peeled.